Manufacturer narrative:
Continuation of d11: product ID: 977a260; product type: lead; product ID: 977a260; implanted: on (B)(6) 2019; explanted: on (B)(6) 2019; product type: lead; h3: analysis of the lead; found foreign material blocking stylet insertion. Analysis of the other lead; found no anomalies. H6: fdc 19 pertains to the lead and fdc 67 pertains to the other lead; fdm 10 and fdr 114 pertain to the lead; fdm 10 and fdr 213 pertain to the other lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 19-dec-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the physician was trying to reposition leads, when they tried to insert guide wires, it wouldn't thread. They tried different guide wires but the problem persisted. The leads were removed. Factors that may have led or contributed to the issue was that the patient had a fall several weeks before the lost of therapy. Actions taken was that the leads were removed and new leads were placed. The issue was resolved. A surgical intervention occurred because the leads moved since implant and the patient had lost therapy. The leads were replaced and therapy was now effective.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# unknown, product type lead. Product ID 977a260, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.